Event description:
See initial report.

Manufacturer narrative:
H11. A device service history review has been performed and identified that the unit had no similar events since its manufacturing date. Based on the investigation findings, it cannot be ruled out that the customer¿s deviation from the instructions for use contributed to the reported contamination event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The associated risk remains within the acceptable range. Livanova will keep monitoring the market.

Manufacturer narrative:
A1-a5 there is no report of any patient injury. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deutschland manufactures the 3t heater cooler system, the event occurred in australia. Through follow-up communications, it was learnt that the device is cleaned regularly according to the instructions for use (IFU). The hospital does not use reusable blankets. Water quality monitoring and daily h2o2 checks, as prescribed by the IFU, are not performed. When the device is not in use, it is stored full of water except during cleaning. H2o2 levels are not checked daily during periods of non-use, such as weekends. However, h2o2 is added when the water in the tanks is changed every seven days. A disposable pall-aquasafe water filter with a 0.2 m membrane, or an equivalent performance filter, is used for tap water. It is currently unknown whether surfaces and water circuits are disinfected prior to initial operation and before storage, as well as whether device surfaces are disinfected after each operation; these points require verification. The 3t aerosol collection set is replaced after the allowed use period. During use, the device was placed inside the operating theatre, with the fan positioned away from the patient. The estimated distance between the surgical field and the device is unknown and will be checked. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler system tested positive to m. Paragordonae. There is no report of any patient injury.